Event description:
Twenty-four hour ph bravo capsule not working once implanted into patient esophagus. Transistor box read" capsule mismatch". It was determined the correct capsule number was entered and appeared working prior to esophageal placement. A new capsule needed to be placed, which worked successfully using the same box recorder.